Event description:
Patient experienced pain around the hip joint which has become progressively worse over time. Elevated metal ions were noted. On opening the joint no overt stained soft tissue was noted. A thickened white capsule was evident. Slight staining was evident on the inside of the capsule which was debrided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices by a depuy principal engineer finds no abnormalities that would have contributed to the patients reported pain. No abnormal wear was found on the femoral head or liner that would indicate an increase in ion levels. No histology, pathology, or additional patient demographics were made available. The acetabular cup was not returned for examination. A review of provided patient radiographs found in the ap plane, the femoral stem alignment was not optimal. Acetabular alignment was considered acceptable, although more version would have been optimal. Review of device history records found no related manufacturing deviations or anomalies. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.